Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "fired 1 clip, then the jaws jammed, unable to be used. No patient injury or consequence, no medical intervention required."

Manufacturer narrative:
(B)(4). Upon further review of the investigation report, it was determined that this was not a reportable event; thus, the initial MDR submitted on 14-january-2026 should be retracted. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "fired 1 clip, then the jaws jammed, unable to be used. No patient injury or consequence, no medical intervention required."